Manufacturer narrative:
Calibration signals were slightly higher than expected. Qc was acceptable. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas 6000 e 601 module. The initial result was 19.92 pmol/l. The sample was repeated with a result of 280.9 pmol/l. The sample was repeated again with a result of 18 pmol/l. It is unknown if questionable results were reported outside of the laboratory. The estradiol iii reagent lot number was 503901 with an expiration date of (B)(6) 2021.